Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault while charging) was confirmed. As received, the battery was non-functional when placed in a test monitor and test charger. Upon evaluation, the battery cells were mis-matched with output voltages of 4.446, 4.277, and -0.345. The cause of the non-functional battery pack is defective battery cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a battery pack was producing a fault while charging.